Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) his bundle lead exhibited a fractured tip and placement difficulty. It was further reported that there was no signal from the rv lead tip. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.